Event description:
During a coronary drug eluting stenting treatment procedure the stent was damaged. The physician used 1.5x15mm sprinter balloon to predilate the obtuse marginal coronary artery. The physician attempted to deliver a 2.25x20mm taxus express2 drug eluting stent to the target lesion located in the obtuse marginal coronary artery. The stent would not cross the lesion. When the stent was removed it was noticed that the stent struts were damaged. The physician stopped the procedure. It was reported that no serious patient injury occurred.